Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the screen went blank when the bolus button was pressed. After replacing the battery, the insulin pump seemed to work, but the display went blank again. The blood glucose reading was 145 mg/dl. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. After cleaning the battery cap and inserting a new battery, the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and unexpected restart test. No unexpected restart error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power error alarm or low battery error alarm or blank display or display anomaly noted. All the buttons functioned properly. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.